Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 11, 2014 to september 12, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified a white fiber floating in the reservoir. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a white fiber in the balloon. This was identified during storage of the device. The device was filled with an unspecified amount of fluorouracil half strength. There was no patient involvement. No additional information is available.